Event description:
Event description guidant received information that upon evaluation of this pacing system during a routine follow-up visit, this ventricular lead displayed high impedance measurements. The patient did not experience any symptoms as a result of the high impedance measurements. A lead issue was suspected and appeared to be intermittent as a normal impedance measurement was obtained prior to the revision procedure. However, high impedance measurements were once again displayed on the pacing system analyzer (psa) and there were no pacing spikes observed on a surface electrocardiogram. X-ray examination indicated an apparent lead fracture in the apex of the ventricle near the tip of the lead. The lead was surgically abandoned and successfully replaced.